Event description:
The customer reported that when using the closurefast, after administering tumescent and turning on the heat, the patient stated she felt heat about 10 cm below where the tip of the closurefast catheter was. The physician tried to put more tumescent into the area 2-3 times, but the patient felt a stinging hot sensation each time the closurefast was turned on. They were treating both the right ssv and the right gsv. The incident occurred while treating the right gsv. The patient stated that pain and burning was occurring near the access site. The physician stated the patient has no post-operative injuries.

Manufacturer narrative:
(B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
While using the cf7-7-100 , I put in tumescent and turned on the heat. The patient immediately felt the heat about 10 cm below where the tip of the catheter was. I tried to put more tumescent into that are 2-3 times, but she could feel a stingy hot sensation each time - immediately after I turned on the probe. Evaluation summary: the closurefast catheter was received for evaluation in a (B)(6) box, wrapped up in a biohazard plastic bag. No additional ancillary devices or cine images from the procedure were received. The catheter shaft was examined visually and tactilely: no kinks or any other type of anomaly was found. The connector and the distal tip of the catheter were observed and no anomalies were discovered. Testing/findings: 1. The device was attached to a test generator unit and run through two dry cycles. The unit performed as intended. That is, the temperature reached 120degrees c and held it for the remainder of the 20 second cycle. 2. The device passed continuity and resistance functional testing: e+ to e- 95.1hms (86.4 ohms), tc+/tc- 160.8 ohms (lte 250 ohms), resistor 1 value 13.71kohms (13.43-13.97kohms), and resistor 2 value 8.06kohms (7.90-8.22kohms).